Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited chronic undersensing causing inappropriate atrial pacing and ventricular safety pacing on current electrograms (egm) and recorded ventricular tachycardia (vt) episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.